Event description:
The child was bilaterally implanted on (B)(6) 2023. The child was brought to hospital for regular follow-up for review mapping where affected channels were seen and a poor response to sounds with the device. Exploratory / revision surgery has been planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode seems likely. However, to determine an exact root cause, device investigation at the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The child was bilaterally implanted on (B)(6) 2023. The child was brought to hospital for regular follow-up for review mapping where affected channels were seen and a poor response to sounds with the device. Exploratory / revision surgery has been planned but no date has been provided yet.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The child was bilaterally implanted on (B)(6) 2023. The child was brought to hospital for regular follow-up for review mapping where affected channels were seen and a poor response to sounds with the device. The recipient has been re-implanted.